Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va11h1t, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 07-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. The rep reported that the patient was having their ins replaced due to normal battery depletion. During the ins replacement, the healthcare provider was unable to remove the lead from the old ins header. They loosened the setscrew all the way but the lead would not come out. They tried tightening the setscrew until they heard the click and then loosened it again. They tried turning the ins and pulling the lead. The rep stated the lead turned a little and then it would get hung up. The healthcare provider was unable to remove the lead from the old ins. The lead was successfully removed and the ins was replaced. Impedances were all in range when tested.